Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2007, the patient presented with degenerative disc disease at l5-s1. He underwent procedure -1. Posterior lumbar interbody fusion at l5-s1 with cages and bmp. 2. Posterolateral fusion with bmp and autogenous bone. 3. Pedicle screw fixation at l5 and s1 . Per op notes".. With using the electrocautery for dissection we dissected subperiosteally out to the lateral gutter exposing the transverse process of l5 and s1. Retractor was inserted. The spinous process of part of s1, l5 and a little bit of l4 were removed. They reused this for bone. There was a large disc herniation at l5-s1 on the left. They initially brought the c-arm in and made holes in the top of the pedicles at l5 with the midas-rex tool. They then went to the opposite side and made a discotomy incision, took out the herniated disc, took out all the disc material that was left which was not much, again, using the conical disc space shaper .the cages had bmp in it and also some bone. At this point we decorticated the lateral gutter with the high speed drill tool. They used pulsavac on the wound. They put our bmp and bone in on both sides. They then put our screws in. They used a peak rod, put that in place, tightened down the set screws and broke them off "patient alleges unspecified injury due to the use of rhbmp-2